Event description:
Related manufacturer reference number: 2916596-2022-14608. It was reported that the patient passed away. The patient was admitted and underwent aortic valve replacement; surgery was complicated with severe right ventricular failure and need for biventricular support. It was noted that the patient had had a stroke perioperatively. The death was not considered to be device related. The device operated as expected and was not planned to return for evaluation. Another additional information stated that the patient was admitted for the elective aortic valve replacement (avr). The death or stroke was not considered to be related to the right ventricular assist device (rvad).

Manufacturer narrative:
Death report was submitted under MFR # 2916596-2022-14608.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported stroke and patient outcome could not be conclusively established through this evaluation. The centrimag pump was not returned for evaluation. The us (united states) centrimag blood pump instructions for use (IFU) lists adverse events that may be associated with the centrimag circulatory support system, including bleeding, thromboembolsim, and death, under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.